Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer received an occlusion alarm. Customer performed troubleshooting and determined occlusion was coming from the infusion set tubing. Customer had elevated blood glucose levels (390 mg/dl), and administered a manual injection to stabilize blood glucose levels. Customer was unable to provide infusion set manufacturer.